Event description:
The customer reported that the inlet on both sample and reagent probe of their immage 800 immunochemistry system was leaking fluid. The customer stated that the probe wash cups had overflowed and no vacuum was applied. The customer received low pressure warnings from the instrument and noted that the vacuum pressure status screen displayed a reading of -0.03. No erroneous results were generated and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) found that the vacuum pump diaphragm had come apart and that the vacuum level was at 0. Fse rebuilt the vacuum pump diaphragm and verified repair per established procedures. Review of the service record for the instrument indicated that vacuum pump had been replaced the prior month during a routine maintenance on (B)(4) 2012. Root cause of the issue was determined to be an incorrectly installed vacuum pump diaphragm.

Manufacturer narrative:
(B)(4).